Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed an irritation on his sides that was bleeding at one point. The patient's physician advised the patient to remove the lifevest to allow his skin to heal. Follow up indicated that the irritation improved.